Manufacturer narrative:
The reported complaint of the driveshaft of the autopulse platform (serial #(B)(4) ) was stuck was confirmed during functional testing. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. Deburring and filing of the clutch plate will be performed to remedy the problem. No documented service report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. Visual inspection of the returned autopulse platform was performed. Observed crack front enclosure, unrelated to the reported complaint. The physical damage was attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the damaged issue. The archive data review showed multiple ua45 (not at "home" position after power-on/restart), ua17 (max motor on time exceeded during active operation) and ua1 (low battery warning) were recorded. These user advisories are unrelated to the reported complaint. Based on the archive data files, the customer was able to clear all the error codes. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide, user advisory 01 indicates that battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and press restart to clear the ua1. The autopulse platform failed the initial functional testing, the autopulse autopulse driveshaft was stuck, thus confirming the reported complaint. Also, unrelated to the reported complaint, the autopulse displayed "ua45" (not at "home" position after power-on/restart). The root cause of the reported complaint was the driveshaft not to be at "home" position. To remedy ua45, the driveshaft needs to be rotated to "home" position. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there is no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
After patient use, customer reported that while removing the lifeband, the driveshaft of the autopulse platform (serial #(B)(4) was stuck. There was no error message displayed on the platform. No patient involvement.